Event description:
Reportedly, after firing, the stapler became stuck in the bowel and could not be removed. The surgeon was finally able to extricate the stapler, but the anvil became dislodged and had to be removed from the bowel. The staple lines were secure with no injury to pt.